Event description:
It was reported that the wake button was delayed in responding to touch. Customer applied more force to the button to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.